Manufacturer narrative:
The sample is not available for the investigation. Upon completion of the no sample investigation, a supplemental report will be submitted. (B) (4)

Event description:
The pt found the catheter broken. The nurse examined the catheter under microscopy and observed smooth edges.